Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance needle dull. One actual suture needle was returned for fractographic evaluation. A fracture was observed at the tip. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent an unknown procedure on an (B)(6) 2019 and suture was used. During the procedure, it was noted that the tip of the suture appeared different on close inspection but appeared to be the same length. There were no adverse patient consequences reported. Upon evaluation, the needle was found to be broken. No additional information was provided.